Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on extended investigation. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the "sensor did not have the sensor tip, so he could not receive any data" from the freestyle libre 2 sensor. As a result, customer was unable to obtain glucose scans and experienced unspecified symptoms of hypoglycemia. The customer required treatment of oral glucose by a third-party and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspect the sensor and no damages were observed. Performed a visual inspection on the returned applicator; it was observed deformation on the tamper ring protector and although applicator was fired, and the sharp was not retained inside. Visually inspected the sensor pack and observed platform initial lock was sitting towards the outside of the platform initial lock ledge. Both sharp and plug were still in the pack. The lid was not completely peeled off. The issue was further investigated. Performed a visual inspection on the returned sensor pack and it was determined that contact between one of the platform initial locks on the platform and the tray¿s corresponding initial lock ledge prevented the platform from lowering. The application of pressure, more than required for normal assembly, would cause the platform initial lock to buckle or slide down the outside surface of the initial lock ledge, further preventing the platform from lowering correctly. An investigation also determined that a tilt in the platform relative to the tray displaced the platform initial lockout of the position specified by the design. It was determined that the reported issue stems from a misalignment between the platform and the tray during the assembly of the sensor pack. Therefore, this has been confirmed to be a manufacturing issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the "sensor did not have the sensor tip, so he could not receive any data" from the freestyle libre 2 sensor. As a result, customer was unable to obtain glucose scans and experienced unspecified symptoms of hypoglycemia. The customer required treatment of oral glucose by a third party and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the "sensor did not have the sensor tip, so he could not receive any data" from the freestyle libre 2 sensor. As a result, customer was unable to obtain glucose scans and experienced unspecified symptoms of hypoglycemia. The customer required treatment of oral glucose by a third-party and no further treatment was reported. There was no report of death or permanent injury associated with this event.